Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 364 mg/dl. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the hospitalization and based on customer report customer did not allege insulin pump was under delivering. The device will not be returned for analysis.